Event description:
The patient underwent prophylactic generator replacement. The first replacement generator was not able to be interrogated during the surgery. The wand was repositioned, the or lights were turned off to reduce electromagnetic interference, and the generator would not interrogate. A backup generator was used and was able to be interrogated without issue, and the surgery was completed. The suspect generator has been received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The reported failure to program, suspected generator issue was duplicated in the pa lab. The pulse generator would not interrogate at the pa lab bench. Therefore, the system diagnostic test, final electrical test, and diagnostic vbat calculation could not be performed. A visual assessment on the pulse generator x-rays showed no detectable visual anomalies. The crystal from the returned pulse generator pcba was placed on a known functional bench m106 pcba, that communicates. After placement of the crystal from the returned pulse generator to the bench m106 pcba, the bench m106 pcba was set to 3 volts. Communication with the bench m106 pcba could not be established. This indicates that the crystal is not functioning properly. The loss of communication to the pulse generator is suspected to be a failure of the crystal (x1), which may have been the contributing factor for the allegations of ¿failure to program¿ and ¿suspected generator issue¿, listed in the remetrex issue file. The internal cause of the crystal malfunction was not determined. Device history record was reviewed for the suspect generator. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution.